Manufacturer narrative:
Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and excessive no delivery test due to motor error alarms. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had motor error alarm. The drive support cap was normal. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer was able to complete insulin pump rewind. The device will be returned for analysis.